Event description:
It was reported that the pump was submerged in water and an malfunction alarm subsequently occurred. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.